Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with excessive no delivery. The patient's blood glucose at the time of incident is unknown. Preceding the alarm, the pump frequently alarmed with no delivery. The pump also alarmed with bolus stopped. No further details were given. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly. No bolus stopped alarm noted. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm or excessive no delivery alarm noted. However, the insulin pump was received with a scratched case.